Event description:
The device was used during a tah procedure. Reportedly, a component disengaged into pt's cavity. The surgeon used another instrument to complete the procedure. The component was retrieved without pt injury.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.